Event description:
Customer reported that an event involving a safeline needle-free injection site occurred in nicu. Reportedly the safeline cap cracked requiring the surgical replacement of the central(pic) line. No other pt injury has occurred, and the pt was discharged from the hosp.